Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was having pain on her side where the implantable neurostimulator is. It is a new shocking pain (like a lead has come loose) and she is hearing a clicking noise. This had started occurring a month or two prior to the report (confirmed as 2017). The patient was in a motor vehicle accident on (B)(6) 2017 or (B)(6) 2017. She was not sure if the accident coinciding may be related to the pain or not. The patient lives with a lot of pain and can't manage it, so she went to the emergency room on the day of the report. They did an x-ray and it showed that the implantable neurostimulator was not rubbing up against anything, but the wires were all bundled up. It was reviewed that the patient should have a health care provider check the system. The patient did not have a managing physician for her device any longer and was looking for a new one that her insurance would cover. No further complications were reported.